Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 296 mg/dl. The suspected cause was due to the customer consuming breakfast. The customer changed their cartridge and site and delivered a corrective bolus. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. Reportedly, the customer's bg level had settled to their target level after changing the infusion set and cartridge.